Manufacturer narrative:
The customer¿s calibration data was acceptable. The field service engineer discovered the liquid level detection connector was poorly seated on the circuit board. He reseated the connector. He performed successful calibrations, qc, and precision checks. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for one patient tested on a cobas 8000 cobas ise module. The initial results were not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. The patient¿s initial results were na 118 mmol/l and cl 93 mmol/l. The patient¿s repeat results were na 136 mmol/l and cl 105 mmol/l. The customer determined the repeat results were correct. The na and cl electrode lot numbers and expiration dates were requested but not provided.